Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed. A field service engineer found that the plastic piece of the matrix chassis had broken and prevented the latch from operating correctly and replaced the matrix chassis with a new one and transferred over the sensors, printed circuit board, latch, and solenoid to resolve the issue. The system functioned as intended after the field service engineer repaired the device.